Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation legal manufacturer's final investigation.   New information added on fields: d8, h3, h4, and h6. Correction on fields: d9 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the tip of the needle tube was broken event, was caused by the needle tube rupture by the following mechanism: -during the procedure, a bending load was applied to the needle tube when the needle tube was pierced through hard tissues, etc. Or when the endoscope was inserted or removed, and the needle tube was significantly bent. -a load in the direction of straightening was applied to the bent needle tube, causing it to break. The instruction manual contains the following descriptions, and it warns against this event. -when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use aspiration needle broke and fell off outside of the patient's body. The issue occurred during a diagnostic, endobronchial ultrasound procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.